Event description:
The customer reported that the system had a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power supply and reseated power supply connections. The system operates as intended.